Manufacturer narrative:
The device has not been returned for analysis. If any additional information is provided, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite 3d appliance has broken. It was reported that the anchors are broken. No injury was reported.

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported device was returned, but not in the original packaging. The device was missing a connector, and an anchor was broken off of the device while still being attached to the other connector. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was mostly clear and transparent as there were some discolorations on the device. General cleanliness - the returned device appeared to be not fully clean as there was colored matter on the inside of the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).